Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
Patient information was not made available from the site. Return requested for suspect solera std mast screwdriver. No parts have been received by manufacturer for analysis. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" ((B)(4) 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that, while in a spine lumbar fusion procedure, the site's 4.75 solera driver broke. No piece of the instrument remained in the patient. The procedure was continued using another instrument, a mas reduction driver. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.